Event description:
It was reported that during the ureteroscope lithotripsy, it was found that the ureteral stent could not be smoothly placed in when installing it and was prone to stacking. The problem was resolved after replacing the stent.

Manufacturer narrative:
The reported event was unconfirmed. Stent sample was visual inspected. Tubes must be free of lumps, flat spots, void, or other deformities. No embed foreign matter in excess of an aggregate total of 0.3mm^2 per tappi. No loose foreign matter in excess of an aggregate total of 0.3mm^2 per tappi. Eyes must be cleanly punched with no loose materials, excessive ragged edges, or plugged eyes allowed when viewed under 7x¿15x magnification. No defects were noted. Surface was found to be smooth to the touch. Tip ID was measured with 0.038" minus pin gauge. Pin gage was able to be inserted smoothly with no resistance. 0.035" guidewire was inserted. Guidewire was able to advance through the stent with no resistance. The reported event was unconfirmed. Risk, labelling, and DHR review not required as the reported event was unconfirmed. Corrections made to tab d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ureteroscope lithotripsy, it was found that the ureteral stent could not be smoothly placed in when installing it and was prone to stacking. The problem was resolved after replacing the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.